Event description:
The customer contacted stryker to report that their device shut down during use. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the issue but was able to verify the reported issue was logged in the device's memory. Stryker observed the battery used during the event was past its expected service life and worn, causing it to be slightly loose inside the housing. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.